Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: during investigation, the battery compartment was found to be cracked. A test battery cap was able to fully tighten to the pump. No loss of power occurred. No evidence of moisture damage was observed in the battery compartment. The battery cap was not returned with pump and a test cap was used to complete testing. Unrelated to the complaint, evaluation revealed a dim, fading and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cracked/damaged casing issue. It was reported that the pump was cracked near the battery compartment and the battery cap was unable to be tightened securely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.